Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the stroke post procedure and subsequent patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. Following the procedure, a computed tomography (CT) scan was performed which revealed a small lesion which was not there before the case. The specific cause of the stroke is unknown and has not been identified. The patient was kept hospitalized and was slowly recovering however contacted pneumonia and past away. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a conclusive cause for the reported stroke could not be determined. The reported death was due to the pneumonia which the patient contracted during his hospital stay and was therefore unrelated to the mitraclip device or procedure. The reported patient effects of death and cerebrovascular accident (stroke) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.